Manufacturer narrative:
Additional information: b5 and d10. B5: upon follow-up, it was reported that the patient has recovered from the event 22 days after the event onset. Antibiotic treatment was discontinued 26 days after the treatment start date. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. Six days after the onset, the patient was hospitalized due to the event. One day after the onset, the patient was treated with ceftazidime injection (ongoing, 1 gm per day, route, duration was not reported) and vancomycin injection (ongoing, 1 gm, every 5th day, route, duration was not reported) for the event. At the time of this report, the patient has been discharged from the hospital and was recovering from the event. Dianeal therapy was ongoing. The patient was retrained for proper aseptic technique. No additional information is available.